Event description:
As reported: "broken hoffmann lrf static strut. Surgeon replaced in office".

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received strut was found to be broken from the threaded rod. The broken segment was not received for evaluation. Upon closer look of the fracture surface it was observed to be a fatigue fracture as evident by partial shiny surface and an instantaneous fracture area. The breakage started slowly in a fatigue manner most likely due to overloading (repeated stress cycle) and later broke suddenly due to a peak load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A clinical opinion regarding the event was sought from an independent medical professional based on the available patient information and some x-rays. The opinion suggested that the overloading is the most likely cause of an early breakage of both the struts and the pin. Breakage was also influenced by existing patient conditions like patient¿s high weight, hemiplegic on the contralateral side and the amputation on the same side which totally changes the weight on the foot and ankle. The patient was mobile but it is unknown how mobile the patient was and how well the patient was able to follow the doctor's instructions for weightbearing and mobility. The breakage of the device within a couple of month is also not strange. Based on the above investigation and the available patient information, the root cause of the failure is deemed to be patient related. The breakage of the strut was most likely caused by overloading which was influenced by existing patient conditions affecting the weight bearing on the treated leg. The operative technique of the system clearly provides a precaution that: ¿the surgeon should discuss all physical and psychological limitations inherent in the use of external fracture fixation appliances with the patient. Particular attention should be given to premature weight bearing, levels and the necessity for periodic medical follow-up. The surgeon must warn patients of surgical risks, and make them aware of possible adverse effects. The patient should be warned that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma.'' [Original statement(s)]. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "broken hoffmann lrf static strut. Surgeon replaced in office".